Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received a power source alert and the pump battery rapidly depleted from (B)(6) to (B)(6). Customer reported an elevated blood glucose (bg) level of 300 (mg/dl) and delivered a bolus to address bg level. A replacement wall adapter was sent to the customer. Customer indicated current pump would be used for diabetes management.